Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose level ranged from 115-116 mg/dl. In addition, it was reported that the date was inaccurate. The cause was unknown. The customer corrected the date and continued using the pump for insulin therapy.